Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).

Event description:
It was reported that a lead integrity alert was triggered and noise was observed during dialysis port replacement procedure where electrocautery was used without applying a magnet. The lead remains in use. No patient complications have been reported as a result of this event.